Event description:
A user facility biomedical technician (biomed) reported that a 2008t cdx dialysis machine had a watchdog timeout at power up. A replacement lp955 board was ordered and also had a watchdog timeout once installed. Another lp955 board has been ordered for the issue. Subsequently, the customer reported a failed optical detector test with no art alarm after the blood pump module was replaced. The customer did not calibrate the arterial pressure. The issue has not been resolved at this time. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction reported. Upon visual inspection, evidence of shorted components on the returned lp955 circuit board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned circuit board showed shorted components. Upon power up, an ¿act blood pump failed¿ alarm was encountered. The failure was traced to shorted components on the lp955 board. The components (ic2, t2 and t6) were replaced to continue testing. The test machine was powered on and there no issues or problems encountered during the power on sequence. There were no issues or problems encountered during dialysis mode. The self-test passed without issue. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be shorted components on the lp955 board. The parts were returned to return goods following the evaluation.